Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7074138. UDI: (B)(4). Product family:scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7071351, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 26090480, UDI: (B)(4).

Event description:
It was reported that the patients lead had migrated and was confirmed via x-ray. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.